Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during a cycle of peritoneal dialysis therapy. During troubleshooting, it was reported that ¿bags were not correctly punctured but patient was able to follow the correct procedure." There was no patient injury or medical intervention associated with this event. No additional information is available.